Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between the pump and the report of driveline infection could not be conclusively established through this evaluation. The evaluation of the returned pump did not reveal any device-related issues. The pump was returned assembled with the driveline severed approximately 5 inches from the pump housing. The remainder of the driveline was not returned. The inflow conduit and outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 10 years and 2 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. It was reported that the patient has had a prolonged driveline infection. After multiple oral and IV therapy a plan was made by the vad team to exchange the patients pump and tunnel the new driveline on the opposite side. The patient underwent a pump exchange on (B)(6) 2019. The patient is requesting the pump and rubies back. No further information was provided.